Event description:
The fse reported that the left monitor was not working. This issue will cause the system to be unusable due to a loss of the live image. There is no report of injury associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of pt or staff injury was reported.